Manufacturer narrative:
The following fields were updated due to additional information. D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2025. Investigation summary: investigation summary bd received 14 samples and 1 photo for investigation. The photo and samples were inspected and revealed packaging that was warped/damaged. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® push button blood collection set, 15 devices had open/damaged unit packaging. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® push button blood collection set, 15 devices had open/damaged unit packaging. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.